Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2012, inratio 3.5, lab 4.1; date 11/30/2012, inratio 3.9, lab 5.0. Time between testing unk, time between testing 30 minutes. Therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.